Manufacturer narrative:
As reported in a research article, aortic valve replacement in pediatric patients with laubry-pezzi syndrome. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: aortic valve replacement in pediatric patients with laubry-pezzi syndrome.

Event description:
The article, "aortic valve replacement in pediatric patients with laubry-pezzi syndrome", was reviewed. The article presented a case study of a 16 year old patient. It was reported on an unknown date, an unknown 23mm st. Jude/abbott mechanical heat valve was implanted for aortic valve replacement. It was reported on an unknown date, a decision was made for reoperation for dysfunction of the valve. It was also reported the patient had passed away. The article concluded the closure of the ventricular defect and replacement of the aortic valve in pediatric patients with laubry-pezzi syndrome (lps) provides a therapeutic option in patients where aortic valve repair is not possible or has been unsuccessful. [The primary and corresponding author was jorge cervantes-salazar, department of pediatric cardiac surgery and congenital heart disease, national institute of cardiology ignacio chávez. Mexico city, méxico, with corresponding email: jorgeluis.cervantes@gmail.com].

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "aortic valve replacement in pediatric patients with laubry-pezzi syndrome." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.